Event description:
Spontaneous; patient reporting defective syringe missing a part and the needle was covered with some plastic like substance. No adverse event reported. Unknown if patient missed dose. Unknown if patient has defective supply on hand. Lot and expiration information is unknown. Reported to (B)(6) by pt/caregiver.